Event description:
It was reported that a damaged stopper was found before use with a syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, "the stopper was deformed and the customer couldn't measure the drug properly." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) loose 30g x 8mm, 0.3ml bd insulin syringes. Consumer reported the stopper was deformed and the customer couldn't measure the drug properly. Both returned syringes were examined, and it was observed that both syringes had disfigured stoppers. The disfigured stopper would be the cause for difficulty while using the syringes. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the silicone guns needed purged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged stopper was found before use with a syringe 0.3ml 30ga 8mm. The following information was provided by the initial reporter, "the stopper was deformed and the customer couldn't measure the drug properly." 2 occurrences were reported.